Event description:
Customer reported erroneous white blood cell (wbc) counts were obtained for two patient samples when using a coulter lh 500 hematology analyzer. There were instrument generated flags to alert the operator to review the test results. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer, for one of the two patient samples.

Manufacturer narrative:
The patient sample was collected in a 5ml edta tube that was sampled within 1 hour of collection. The instrument was within quality control specs with respect to controls (accuracy) and reproducibility (precision). Raw data files were requested, but were not received. Note: edta = ethylenediaminetetraacetic acid. On (B)(4) 2009, the field service engineer (fse) evaluated the analyzer. The fse identified heavy buildup on the wbc rear electrode. The fse completed an extended bleach procedure for the wbc chamber. The fse performed other preventive procedures and verified the instruments performance to specs. Root cause is unk; however there were instrument generated flags with the test results to alert the operator to further review the test results. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: MDR 1061932-2011-00889.